Event description:
A sternalock revision surgery due to loosening screws was reported. The distributor reports the plate had to span a gap, screws may have been placed on an angle and then this caused the screws to come out. The screws backed out the day after surgery and the patient was taken back to the operating room a week later; exact dates were not provided.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of two for the same event, see 1032347-2014-00405.